Manufacturer narrative:
Only the device was returned loose in the carton. The plunger lock and lens stop were removed. The plunger is oriented correctly. Viscoelastic is observed in the device. There appears to be dried blood in and on the tip of the device. The plunger has been retracted to the fill line. No damage is observed to the device. Based on evaluation of the returned device, the root cause for the complaint of "open capsule, enlarged incision" cannot be confirmed. There was no damage to the device. The lens was not returned. The root cause of the complaint may be related to a failure to follow the dfu. A non-qualified viscoelastic was used in the device. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. It was reported that an unqualified ovd was used during lens implantation. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the posterior capsule became "opened" requiring a vitrectomy and an incision enlargement. The procedure was completed with a back up lens. Additional information was requested.